Event description:
It was reported that the customer experienced issues with the sensor. The customer stated that the sensor disconnected and did not know why. The customer's blood glucose was 140 mg/dl. The customer further stated that he had low blood glucose levels and took a glucose tablet to treat himself. The customer declined troubleshooting. Advised customer on proper calibration techniques. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.